Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) via a company representative (rep) reported that the pump had been replaced prophylactically. The rash had been caused by gablofen withdrawals due to the catheter being compromised as determined by the unsuccessful dye study. It was reported that the patients medical history included cerebral palsy.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving baclofen 2000 mcg/ml at 100 mcg/day. It was reported that the patient had a pump explant on (B)(6) 2025 due to an unsuccessful catheter dye study and a rash. During the procedure the catheter had been cut at the pump segment and it had showed flow. A new pump segment had been attached to the new pump. At the time of this report the issue had been resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot # (B)(6), ubd(B)(6) 2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.